Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to observe insulin drops exit the infusion set tubing during the fill tubing process. The customer changed the cartridge and infusion set multiple times to resolve the issue. During troubleshooting, the customer verified seeing insulin drops exit the tubing but insisted that more insulin should have been observed. Tandem technical support advised the customer that insulin would not be bursting out and only tiny drops would be observed; customer acknowledged. Customer was able to resume insulin delivery. Customer's blood glucose was 92 mg/dl.